Event description:
It was reported that a revision surgery for a smith & nephew's device was performed on a patient due to necrosis of the right femoral head. No additional information is available for this event.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this case reports this 67 year old male underwent a right hip revision due to necrosis of the right femoral head (captured under (B)(6)). However, no information has been provide for inclusion in this investigation. (B)(6)) without report of implanted devices and if the ball head was prosthetic (which would not be able to necrose), a medical investigation cannot be performed. No further clinical/medical assessment is warranted at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.